Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad units status indicator light does not operate.

Manufacturer narrative:
Exemption number e2015058. On receipt of the device the history and memory logs were downloaded. The history log for this device showed the pad-pak was first installed on the (B)(6) 2011 and performed self-tests, alongside random manual power ons, up to the (B)(6) 2016. The device records manual power ups under one minute duration between the (B)(6) 2016. Upon visual inspection of the returned device the outside casing was covered in dirt. A test pad-pak was inserted into the device and the device passed a self-test. No warnings were given at shutdown and the status led continued to flash green. The device delivered a test shock without fault and an acceptable measurement was recorded for the test shock. The device was disassembled for investigation. The device performed to specification throughout the investigation. Investigation found no fault with the returned device.